Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced an hypoglycemic episode with a low blood glucose levels of 45 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller sated there was an error message from the device but the issue was resolved and the device is running correctly. The caller did not provide any further details. The customer did not return the product back for analysis.